Manufacturer narrative:
Corrected data: this information was inadvertently reported incorrectly on initial MFR. Report. The date should have been (B)(6) 2014. The report was submitted on time and is not late as a result of the date change.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed.

Event description:
It was reported that device diagnostics resulted in high impedance (7548 ohms). The patient was referred for generator and lead replacement. Clinic notes dated (B)(6) 2014 noted that high impedance was observed. It was noted that the patient has done well with vns therapy and has not experienced a seizure since (B)(6) 2009. The notes indicate that the patient had an incident on (B)(6) 2014 where there was a slight bump to the left side of the patient's neck. It was noted that at that time the patient felt a sting and a bump after being hit, but there were no continued effects. The patient underwent lead and prophylactic generator replacement. It was reported that during the surgery the lead pin was reinserted into the generator header and device diagnostics still resulted in high impedance. Device diagnostics with the new generator and lead were within normal limits (1884 ohms, 1753 ohms). It was reported that the explanting facility does not return explanted devices for analysis; therefore no analysis can be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.